Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
A correction of fields # d1 brand name, # d4 version or model # was required. D1 ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit d4 ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015. Our field service engineer investigated the unit on-site, where the pre-use check failed the pressure transducer test several times. Both nozzle units within the gas modules were replaced. Following the replacement, the device successfully passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The provided device logs confirm the issue with the failed pressure transducer test. Both replaced nozzle units were returned for further investigation. Simulated use testing of both nozzle units successfully passed the pre-use check. After passing, ventilation for four days was performed successfully without generating alarms or errors. After ventilation, multiple pre-use checks were conducted and passed. Upon applying mechanical force to the feather spring for both nozzle units, it became evident that the spring became stuck for the air gas module nozzle unit during the release of the mechanical force, indicating that the nozzle membrane is sticky. No delay during release was observed for the o2 gas module nozzle unit, indicating that there is no issue with this part. The nozzle unit comprises a membrane, a mouthpiece, and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with the feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Our conclusion, based on the analysis of the received logs, is that preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the reported issue was most likely caused by the air nozzle unit due to a sticky membrane, where the cause of the stickiness is premature wear of the membrane.